Event description:
The customer stated that imprecise architect stat troponin-I results were generated for patient samples. The customer uses a cutoff of 0.032 ng/ml. Sample ID (B)(4) generated results of 0.123, 0.0, 0.068 and 0.0 ng/ml on (B)(6) 2012. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Complaint text indicated the patient sample was slightly lipemic. The sample was not provided for investigation. Review of historical complaint trending data identified no atypical complaint activity for architect stat troponin-I, list 2k41-28, lot 60232un12. Accuracy testing was completed using retained kits of reagent lot 60232un12. Acceptance criteria was met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the reagent lot performs per specification.